Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 142 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
Distributor reported the following additional information: pump history was reviewed. No alerts/alarms that would turn pump on or off were observed. Battery depletion appears to be normal. A malfunction alarm occurred on the reported event date. During troubleshooting, the pump wake button was not working and had to be pressed multiple times before it turned pump on or off. H6: code 2917 added.